Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to two other devices. The complaint was classified based on the call recording which the medical surveillance specialist listened back to. The reporter stated that the alleged inaccuracy occurred on an unspecified date during the end of (B)(6) 2017. At this time the patient obtained a blood glucose result in the region of ¿300-400mg/dl¿ with the subject meter which they compared to a result on another device of ¿181mg/dl¿ within 30 minutes of one another. In addition, the patient also obtained a result of ¿332mg/dl¿ with the subject meter and a result of ¿189mg/dl¿ with another device also within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that the patient manages their diabetes by self-adjusting their insulin dosage and as a result of the elevated blood glucose results on the subject meter the patient took an extra unit of insulin right away. The patient reportedly developed the symptoms of ¿sweats, nausea and tired¿ almost immediately after this additional insulin was taken. The reporter did not specify what treatment, if any, the patient required as a result of these symptoms. At the time of troubleshooting the customer care advocate noted the unit of measure was set correctly on the subject meter. The reporter did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.